Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that surgery was carried out in 2007 due to wound healing problems at the site of the ground path electrode. Since then, a deterioration was seen with the impedance values on all electrode channels. Previous testing showed 9 channels with high impedances and the ground path impedance value being indeterminable. An x-ray was carried out which did not show any anomaly. Testing confirmed that the device has malfunctioned.